Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was missing high rate and main clear covers. Analysis also noted that the upper and lower cases were broken, side bail covers were contaminated, ring cover, ring bail, and ring cover screw were missing, and the battery contacts were discolored. Furthermore, the interconnect flex was formed incorrectly. The device passed all incoming functional tests.

Event description:
It was reported that the external pulse generator originally returned without information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.